Event description:
Caller reported discrepant troponin (tni) results on the triage profiler sob for pts tested since (B)(6) 2012. Three different pts had tni >0.05. Pts were sent to the ER where tni was tested and found to be negative. One pt was sent to the catheter lab after going to the ER facility. Caller did not know any of the details surrounding that procedure or how it was decided upon, nor which reported tni result belonged to that pt.

Manufacturer narrative:
Pt samples were not returned for investigation. Product support tested 10 "normal" (apparently healthy) whole blood edta donors on retained device lot w50021b for observations of tni recovery. No false positives for high bias in tni recovery was observed with any sample. No device issues or error codes were observed. All 10 donors were below 0.05ng/ml for tni, with the exception of 3 elevated results of 0.10, 0.10 and 0.057. Product support could not rule out any sample specific interferences that may have affected analyte recovery. This device lot was recalled due to potential product performance issues.